Manufacturer narrative:
One device was returned for analysis. Investigation of the service history of this device shows that this device has not been in for service yet. The problem from the customer cannot replicated in the event history log. Visual evaluation found the downstream occlusion (dso) seal was cracked in half in the middle. There is no sign of burn inside battery compartment. The dso seal was replaced. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported pump had "membrane defective, battery cover broken, battery contact burned". There was no reported patient involvement.